Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the q1 transistor was shorted. The cause of the inability to charge the batteries is the shorted q1 transistor. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the damaged components and board. The patient received a replacement charger/modem.

Event description:
The husband of a (B)(6) female patient contacted zoll customer support to report that the charger/modem would not properly charge the batteries. The patient was issued a replacement charger/modem.